Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The sensor lot expired as of 31-jan-23, therefore, sensor testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device after less than fourteen (14) days of wear and was unable to obtain readings. As a result, customer was unable to self-treat and received juice, sugar, food as treatment by a healthcare professional (hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device after less than fourteen (14) days of wear and was unable to obtain readings. As a result, customer was unable to self-treat and received juice, sugar, food as treatment by a healthcare professional (hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial report.